Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the mmi pcb board to correct the findings. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications.